Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding their implantable neurostimulator (ins). It was reported that the patient has not been able to adjust stimulation too much because it doesn't work for them. No symptoms or further complications were reported as a result of this event.